Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. In addition, the patient has not recharged her ipg in 3 months. A company representative met with the patient and confirmed the issue using other external devices. The ipg was deemed inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Effective stimulation were resumed following the procedure and the issue is resolved.